Event description:
Technical services received a call on 11/1/11. Caller stated that patient presented to ER the evening of (B)(6) 2011, with lightheadedness. Rv threshold has increased. Rv output increased. Physician is dr. (B)(6). No additional. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).